Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 07-sep-2023 . H6: investigation summary samples were provided to our quality team for investigation. A visual inspection was performed. Two syringes were observed to have no visible defects and were acceptable per product specification. One syringe was missing most of its printed scale, having only some faded markings present. Potential root cause for missing print with scale marking process. E lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) and corrective action determination could not be performed.

Event description:
It was reported that 7 of the bd luer-lok¿ 1-ml syringe experienced scale marking issues. The following information was provided by the initial reporter: luer lock syringe_print error.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4 device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 7 of the bd luer-lok¿ 1-ml syringe experienced scale marking issues. The following information was provided by the initial reporter: luer lock syringe_print error.